Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify excessive no delivery alarm due to motor error alarm at bolus delivery. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call the customer was doing a set change when the motor error occurred. The customer's blood glucose was 172mg/dl. Customer stated the alarm occurred during manual prime. Advised customer the insulin pump will be replaced and revert to back up plan.